Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes: 11 / page 126- warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Changing your pod chapter : 3 / page 34- warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged.

Event description:
It was reported that the patient had been hospitalized with 'borderline" diabetic ketoacidosis and the patient's blood glucose was reading between 400 to 440 mg/dl. He was playing basketball and then after the game he mentioned that it felt like the cannula may have come out because it was bugging his arm. The adhesive was still stuck to the skin but he ran high with ketones present. He won the game, they didn't know he was running high when he celebrated his victory until he came home and started vomiting. The game went on until about 5:30 pm and they took him to the emergency room at 11:00 pm. The father took the pod off and threw it away immediately, the mother stated that she normally checks the cannula and makes sure the pod was ok but the father didn't know so he threw it away without checking for the pink slide or the cannula. The patient was treated at the hospital with an intravenous therapy of insulin and fluids (2 bags). The pod was worn between 36 and 48 hours on the arm.